Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
(B)(4). Cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed no discrepancies or exposed wires on the back of the unit. No software malfunctions, errors, warnings, or anomalies were observed during unit boot-up or during handheld touch screen commands. Patient data back-up was performed without errors using returned 4g gsm modem. Unit passed all test steps during diagnostic test. Complaint of unit not powering on, could not be replicated and determined to be unconfirmed. Root cause concluded to be rc016 no issue found.